Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D2a. Common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation the bwi product analysis lab received the device for evaluation 22-mar-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a sterile interface cable and a signal interference (noise/loss) issue observed on the ic, bs, or all ECG (bs + ic) channels on all systems and the EKG became unavailable for the physician to monitor the patient¿s heart rhythm. Initially it was reported that there was a "current leak" alert being displayed on the trupulse¿ monitor. They replaced the varipulse¿ catheter cable (sterile interface cable) and the issue was resolved. The procedure continued. Additional information was received on 20-may-2026. A signal interference (noise/loss) issue was observed on the intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels on all systems. The EKG became unavailable for the physician to monitor the patient¿s heart rhythm. The catheter was in the patient¿s body. The "current leak" alert event was originally considered non-reportable, however, bwi became aware on 20-may-2026 of a signal interference (noise/loss) issue observed on the ic, bs, or all ECG (bs + ic) channels on all systems and the EKG became unavailable for the physician to monitor the patient¿s heart rhythm and have assessed this signal interference issue as reportable. The awareness date for this record is 20-may-2026.